Manufacturer narrative:
The reported devices were not returned for evaluation as they were discarded at the hospital. The DHR review of the lots in question concluded that no issues were identified during the manufacturing and release of this product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A review of the complaint trend analysis found no observed complaint trends for issues of this nature. Without a product sample we are unable to confirm the reported issue or identify the root cause. In the absence of a product sample or observed trend, this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated.

Event description:
International affiliate reports instrumentation had been performed with mountaineer oct system in (B)(6) 2012 for cervical spondylotic myelopathy. Revision surgery done to remove and replace the spinal rod in (B)(6) 2013. The rod was discarded by the customer. Follow up exam after this revision surgery found a previously implanted y-plate was broken. Because no clinical manifestation was noted, the plate remains in the patient who is being monitored by the surgeon. See mfg medwatch report# 1526439-2013-11749 for the plate that was involved in this event.

Manufacturer narrative:
The rod was discarded by the customer and is not available for evaluation. A follow up report will be filed upon completon of the investigation. Discarded by the customer.